Event description:
In 2008, pt presents with a non-stemi. Taken to cath lab about 6 days later. Cath films reveal 75% stenosis of protected left main. A 3.5x8 cypher des implanted in the stenosis involving the mid left main. Final injections show a reduction in stenosis of 75% to 0%. Pt treated with heparin, integrilin, angiomax, asa, and plavix. Discharge meds including asa and plavix. At approximately 17 days later, pt presents with acute chest pain with marked st depression, and cardiogenic shock. Cath films reveal 100% occlusion of stent in protected mid left main. Angiojet spiroflex used to remove thrombus and reestablish flow. Iabp inserted for cardiogenic shock.